Event description:
It was reported that "incident occurred on (B)(6) 2023 in the resuscitation department. Involved a 50-year-old male patient, weight 101 kg. The arterial catheter was dysfunctional: it was difficult to sample blood and get the reading of arterial pressure continuously. Consequence: insertion of a noninvasive blood pressure (nibp) to get the arterial pressure measure which causes a risk of infection when we move the dressing. Device was discarded. Additional information received stated that the arterial line was patent for 24 hours and repositioned to improve reading. The patient's current conditition is reported to be "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "incident occurred on 05 march 2023 in the resuscitation department. Involved a 50-year-old male patient, weight 101 kg. The arterial catheter was dysfunctional: it was difficult to sample blood and get the reading of arterial pressure continuously. Consequence: insertion of a noninvasive blood pressure (nibp) to get the arterial pressure measure which causes a risk of infection when we move the dressing. Device was discarded. Additional information received stated that the arterial line was patent for 24 hours and repositioned to improve reading. The patient's current condition is reported to be "stable".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.